Event description:
Surgeon was using stryker ent drill with 3mm fluted burr and noted it was feeling like it was "jumping around" and not "sitting right." Scrub tech inspected equipment and noted that a metal ring from the burr was broken off, though still on burr and not in patient. Items were removed from service and replaced with new ones. Items were bagged and given to management.